Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "japanese journal of pediatrics" 2018 vol. 71, no. 2, page 165-172. A (B)(6) year-old patient had type I transposition of the great arteries (tga) with which had no ventricular septal defect (vsd). An arterial switch with a lecompte maneuver was performed at day 13 of life, followed by a pulmonary angioplasty (bpa) at age 5 for treatment of subvalvular pulmonary stenosis. When the child was age 6, cardiac catheterization revealed severe subvalvular pulmonary stenosis with a pressure gradient of 55mm hg and aortic regurgitation was diagnosed. At age 7, aortic valvuloplasty and reconstruction of the rvot was performed. Postoperatively, diuretics were begun however there was an increase in the lvd in diastole and worsening ar. At age 9, patient was begun on an ace-inhibitor and at age 11, ar grade 3-5 was diagnosed along with a 41% ef and lved was 128% above normal. At age 12, an aortic valve was performed using a mechanical heart valve (mhv) implanted. The post-operative course was uneventful. At age 15 the patient was asymptomatic however the bnp was gradually rising. At the age of 16, the patient experienced dyspnea and aggravating fatigue. An echocardiogram revealed an ef of 24% and contrast CT revealed normal leaflet mobility without significant stenosis. Diuretics were given without improvement and the patient was hospitalized. Chest x-ray showed no pulmonary vascular congestion with cardiothoracic ratio (ctr) of 56% confirmed. The patient's heart rate was noted to be 106 bpm and there were findings of left ventricular pressure load. Medication was selected for the treatment of congestive heart failure instead of re-do avr. At that time, the leaflets of this valve were uneventfully mobile despite moderate aortic stenosis (as). In addition to oxygen treatment, intravenous drips of furosemide and olprinone were administered. The patient was treated with pharmacological agents and 57 days after admission the patient was discharged. Eight months after discharge the ef and bnp were stable. The author assumed that the cause of worsening cardiac failure was likely to be left ventricular pressure load due to long-term ar associated with reduction of blood flow in coronary artery although it was difficult to be determined. After tga was performed, blood flow could have been reduced in cardiac muscle and coronary artery if cases that patients are asymptomatic and no coronary stenosis.